Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 06/10/2022 it was reported by a sales representative via sems that an ar-6480 pump displays pressure fault. This was discovered during an unspecified procedure, with no patient harm reported.